Event description:
It was reported that the patient was unable to adjust stimulation. The reporter stated he saw a "call your doctor" icon on the patient programmer. The reporter also stated that there was an out of regulation (oor) condition. It was stated that one device worked and one did not. No falls were associated with this event. It was noted that the patient had fully recharged the device recently. The reporter stated that if he increased stimulation over a certain level, he got a "stinging pain" around the pocket site and lower back. It was noted that the simulation covered his pain at a lower level, but he cannot increase it or the pain returns. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).